Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 353501) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to laboratory results using an unknown method. The meter result was 5.88 inr and the laboratory result was 2.58 inr. The meter result was 5.20 inr and the laboratory result was 2.70 inr. The patients therapeutic range was not provided. There was no allegation that an adverse event occurred.